Event description:
It was reported that the pump would request a minimum of 50 units during the load process. During troubleshooting with tandem technical support, the customer loaded a new cartridge and received an inaccurate fill estimate. The customer's blood glucose level was 187 mg/dl.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.